Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The dall miles cables broke when an attempt was made to tighten them. There was no adverse consequence for the pt.